Event description:
It was reported that a malfunction alarm occurred with the code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to contact support again if the issue reappeared, and they understood the instructions given.